Event description:
It was reported that the wound drain broke into two pieces during a removal attempt. Drain had been indwelling for several weeks and tissue was noted to be attached to the drain upon removal.